Event description:
It has been reported to us that during the procedure the tip of the guidewire became trapped in the pt's vessel resulting in surgical procedure for removal. The physician was performing angioplasty in the pt's left descending artery. The physician inserted the guidewire into the pt and advanced in forward into the vessel. At some point during the stent placement the tip of the guidewire became trapped in the artery. The physician pulled back on the guidewire and the tip of the wire separated and remained in the pt's vessel. The physician decided to send the pt for a surgical procedure to remove the tip of the wire. The pt is reported to be fine after successful removal of the device.

Manufacturer narrative:
The customer has indicated that the subject device will not be returning for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk and a review of the device history record cannot be performed. This is considered to be the initial and follow-up 1 medwatch report being submitted. If in the future any additional info or the actual complaint sample is returned it will be evaluated and an additional medwatch report will be submitted. Device discarded - not returned for eval.